Manufacturer narrative:
The date of the event was reported as an unknown date in 2017. (B)(6). The actual device was not available; however, a companion sample was provided for evaluation. The companion sample underwent functional and leak testing and no deviations were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a solution administration set leaked. The leak was reportedly due to a loosened connection between the filter parts. There was no report of patient injury or medical intervention associated with this event. No additional information is available.